Manufacturer narrative:
No testing has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation. Resolution confirmed on call.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the scan did not transfer to the navigation system after a spin. The site was able to manually push the scan. It was reported that the site may have moved the gantry on the imaging system before the scan had pushed completely. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue as an image will not complete the manual push if the gantry on the imaging system is moved. The software functioned as designed.